Event description:
Pt experienced several fills with minimal restriction. Per x-ray, port is leaking. Surgery to replace access port has occurred.

Event description:
Follow up findings: leakage at or near port tubing connector.